Event description:
The patient underwent catheter ablation for atrial fibrillation on (B)(6) 2015. The procedure was tolerated well, and there were no adverse events. On (B)(6) 2015, the patient was admitted for suspected esophageal injury due to chest pain. On (B)(6) 2015, an egd showed a thermal injury to the distal portion of the esophagus. An echo showed no pericardial effusion, and a CT showed no free air/fluid. The patient was monitored, and an egd on (B)(6) 2015 showed that the esophageal injury was healing. Patient was discharged on (B)(6) 2015.